Manufacturer narrative:
We have received the complaint device for evaluation. We have confirmed the reported incident. We observed the ligature slipped off the tip of the catheter causing the balloon to become unfastened from the distal end of the catheter. Based on the evaluation of the returned unit, it is likely that the ligature was in installed correctly due to an error during tying or gluing of the ligature. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
The product was prepared for embolectomy in the autologous blood vessels of dialysis patient. The catheter was inserted into the blood vessel, then the balloon was inflated. When the physician started pulling the catheter for removing the clots, the balloon ruptured without any resistance. When he took the catheter out of the vessel and checked it, there was something like a ligature and a piece of the balloon on the catheter tip. He gave up using this product and replaced it with another catheter of the same size. The procedure was successfully completed using that catheter. The patient is fine. There was no health impact to the patient.